Event description:
Hypercalcemia with level up to 10.8 following placement of device. Device is stimulan #log1494849 (biocomposites) on (B)(6) 2023. During orthopedic surgery, 25cc of beads were placed during a r open shoulder arthrotomy, irrigation and debridement for a shoulder abscess. On post operative day#1, the patient's calcium became elevated. It was not previously elevated. Patient's discharge was delayed by 4 days due to resultant hypercalcemia. Patient was re-challenged on a second surgery with placement of additional stimulan #log1445393 beads (10 ml) on (B)(6) 2024. Again on post operative day#1, the patient's calcium became elevated. It was not elevated between post operative day#5 of the prior surgery and the new surgery. After this, the calcium level reached 12.4 and persisted as elevated for 12 days despite calcitonin. Reference report: mw5153346. Hypercalcemia developed day after surgery and persisted for 4 days on first. After re-challenge, hypercalcemia persisted for 12 days.